Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. It was reported that patient is experiencing unknown complications. Additional information received indicates that the revision procedure has been cancelled because patient does not want to have one anymore. Date received by MFR-jun 23, 2017.

Event description:
It was reported that patient is experiencing unknown complications. Additional information received indicates that the revision procedure has been cancelled because patient does not want to have one anymore.

Manufacturer narrative:
No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported a patient who underwent a total knee arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date.